Manufacturer narrative:
(B)(4). Medwatch #5067634. A device history record (DHR) review could not be performed as the lot number was not reported on the medwatch report. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint from a medwatch (mw5067634) alleges: "excessive heating of the high flow nasal cannula caused crying of the infant, therefore, the nasal tubing was removed." Limited information available. Multiple attempts to contact customer with no response.

Manufacturer narrative:
(B)(4). Mw5067634. The device has not been received by the manufacturer at the time of this report. Multiple attempts to reach the customer for additional information have had no response at this time. The investigation into this complaint is still in progress.

Event description:
Customer complaint from a medwatch (mw5067634) alleges : "excessive heating of the high flow nasal cannula caused crying of the infant, therefore, the nasal tubing was removed." Limited information available. Multiple attempts to contact customer with no response.